Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms although the provided report indicates resorption of the distal tibial allograft noted on an MRI taken at two years post op, the image was not provided. Two x-ray image dated one-month post primary and one seven months prior to revision shows four buttons used but does not indicate a root cause for the reported complaint. Without the 2-year MRI and the returned endobutton, the root cause of the reported event cannot be concluded. The patient impact beyond the reported clinical findings and the revision could not be determined. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that, after a glenoid bone loss surgery, a revision had to be performed. The surgeon noted excessive resorption on the distal tibial allograft associated with the use of the round endobutton, as compared to the resorption when using screw fixation. The resorption was noted in the 2 year follow-up MRI and confirmed during the revision surgery. The patient's outcome is unknown.